Event description:
Caller states that blood was drawn into a coaguchek capillary tube prior to the bulb being placed on the end. As a result, blood from the capillary tube was transferred to the nurse and entered the nurse's eye. The eye was irrigated and the nurse was given travata pending lab results. Labeling advises to place bulb on end of capillary tube prior to blood collection.